Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. Technical services (ts) advised the health care professional (hcp) to further evaluate the patient. No adverse patient effects were reported. At this time, this device system remains in service.